Event description:
It was reported that the device exhibited an occlusion alarm. The pump was replaced, and the alarm persisted. Another cassette was used, and the alarm was not present. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device was in used conditions. The device was filled with 100 ml of water to detect any occlusion or alarm, and no issues were detected.